Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)") and pelvic pain ("pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("right and left side of fallopian tubes pain"), uterine pain ("uterus pain") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed. At the time of the report, the fallopian tube perforation, dysmenorrhoea and fatigue outcome was unknown, the pelvic pain, adnexa uteri pain and uterine pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered adnexa uteri pain, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results: patient underwent essure confirmation test. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. Events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), perforation (fallopian tube(s)), fatigue, right and left side of fallopian tubes pain, uterus pain" added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/ migration') and pelvic pain ('pain') in a 30-year-old female patient who had essure (batch no. 869757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain and dysfunctional uterine bleeding. *patient underwent essure confirmation test. Concurrent conditions included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure) and uti (not recovered prior to essure). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract infection ("infection ( bladder/urinary tract vaginal) type : utis"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss/ the pain was so bad I could not eat"). On 30(B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 months 7 days after insertion of essure. On an unknown date, the patient experienced adnexa uteri pain ("right and left side of fallopian tubes pain") and uterine pain ("uterus pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, nausea and weight decreased outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, adnexa uteri pain, abdominal pain, back pain, urinary tract infection, dyspareunia, uterine pain and fatigue had resolved. The reporter considered abdominal pain, adnexa uteri pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on (B)(6) 2012, hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes) was done. Discrepancy noted in date of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion, migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)/ migration") and pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. 869757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain and dysfunctional uterine bleeding. *patient underwent essure confirmation test. Concurrent conditions included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure) and uti (not recovered prior to essure). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract infection ("infection ( bladder/urinary tract vaginal) type : utis"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss/ the pain was so bad I could not eat"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 months 7 days after insertion of essure. On an unknown date, the patient experienced adnexa uteri pain ("right and left side of fallopian tubes pain") and uterine pain ("uterus pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, nausea and weight decreased outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, adnexa uteri pain, abdominal pain, back pain, urinary tract infection, dyspareunia, uterine pain and fatigue had resolved. The reporter considered abdominal pain, adnexa uteri pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on (B)(6) 2012, hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes) was done. Discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion, migration of essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received- lot number and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)") and pelvic pain ("pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure) and uti (not recovered prior to essure). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), adnexa uteri pain ("right and left side of fallopian tubes pain"), abdominal pain ("abdominal pain"), uterine pain ("uterus pain"), back pain ("back pain"), fatigue ("fatigue"), urinary tract infection ("infection ( bladder/urinary tract vaginal) type : utis") and nausea ("nausea"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) with bilateral salpingectomy) and surgery (total hysterectomy (uterus and cervix removed) with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation and nausea outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, adnexa uteri pain, abdominal pain, uterine pain, back pain, fatigue and urinary tract infection had resolved. The reporter considered abdominal pain, adnexa uteri pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on (B)(6) 2012, hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes) was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Patient underwent essure confirmation test. Most recent follow-up information incorporated above includes: on 25-oct-2018: plaintiff fact sheet received - patient detail updated. Product details updated. New events abdominal pain, back pain, uti, nausea, dyspareunia (painful sexual intercourse), weight loss were added. Outcome of event dysmenorrhea (cramping), fatigue, updated from unknown to recovered / resolved. Outcome of event pelvic pain female , fallopian tube pain, uterus pain, updated from recovering / resolving to recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed in october 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.